Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: unknown, unknown biolox ceramic head, lot code: unknown, cat. No.: 6495-1-201, gmrs prox fem standard right, lot code:unknown , cat. No.: 6495-6-080, gmrs extension piece 80mm, lot code:unknown, cat. No.: 6495-6-050, gmrs extension piece 50mm, lot code:unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
As per sales rep, patient had a revision of right proximal femur due to infection.